Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. This report is in response to medwatch (B)(4).

Event description:
Procedure performed: total lap hysterectomy. Event description: the deflector bag would not open, preventing the procedure from being performed. Another bag was used to complete the procedure. The reporter was unsure if the second device used was from the same lot number. It is unknown if any instruments were used to attempt to unroll the bag. No patient harm. The reporter had limited information. The device is available for return. The patient is a (B)(6) female. Additional information was received via medwatch (B)(4) on april 4, 2018: patient was a female of not hispanic/latino ethnicity. "Deflector bag would not open and it was preventing the procedure from being formed. Another deflector bag was used to complete the procedure. Product had patient contact but no patient harm." Type of intervention: another bag was used to complete the procedure. Patient status: no patient harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is in response to medwatch (B)(4).